Event description:
It was reported that during procedure it was impossible to pass the subject coil through a microcatheter and the subject coil curled and disintegrated inside the microcatheter during the procedure. The subject device was replaced, and the procedure was completed successfully. No clinical consequences were reported to the patient due to this event. A surgical delay of unknown length was reported.

Manufacturer narrative:
D4 expiration date - added d4 gtin - added h4 manufacturing date ¿ added due to the automated mes (manufacturing execution system) system there are controls in the manufacturing process to ensure the product met specifications upon release. The subject device was not available; therefore, a visual inspection as well as a functional evaluation could not be performed. The reported complaint could not be confirmed, and it could not be definitively determined if the subject device failed to meet specifications because the product was not returned. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. It was reported that the subject coil curled and broke inside of the microcatheter during advancement. The event details indicate that an incorrectly sized microcatheter was used to deliver the subject coil. The max microcatheter internal diameter that is recommended for use with the subject coil is 0.019in. The headway microcatheter which was used has a 0.021in ID which is larger than recommended and is likely to have contributed to the reported event. An assignable cause of use error will be assigned to this complaint as the issue investigation confirms that there was an act that resulted in a different medical product response than intended by the manufacturer and/or expected by the user.

Event description:
It was reported that during procedure it was impossible to pass the subject coil through a microcatheter and the subject coil curled and disintegrated inside the microcatheter during the procedure. The subject device was replaced, and the procedure was completed successfully. No clinical consequences were reported to the patient due to this event. A surgical delay of unknown length was reported.